Event description:
It was reported that the handle battery powered driver stopped working and needs repaired. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported ¿it was reported that the item hand piece for battery powered driver reverse speed does not work the issue was observed during weekly audit there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.¿ the repair technician reported of cracked contact plate, that the device failed cosmetics test, did not run in forward, fast forward and reverse modes, discolored wires, damaged vent, debris on barriers, rust on motor, scrapping housing due to patina damage. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 14-feb-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history the previous service event for part number 05.000.008 with lot number(s) 3330 has been reviewed. The customer called in a service request for this item on jan/20/2025 for handle battery powered driver stopped working. The item was previously returned for service on mar-31-2016 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of handle battery powered driver stopped working. The manufacture date of this item is apr-10-2010. The service history review is unconfirmed. " if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.